Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water nozzle and the distal end (including the objective lens surface). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. We could not specify the root cause of the events. Based on the investigation's results, it is likely that the following led to the malfunction: we presume from the inspection results that a foreign object may have adhered to the surface of the objective lens during the inspection, which acted as a nucleus for moisture and caused condensation to form on the surface of the objective lens. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.